Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in the operating room for generator replacement, high lead impedance was observed after the lead was connected to the new device. It was suspected that the physician may have damaged the lead while opening the pocket. Physician elected to cap and replace the lead before additional tests could be performed. The lead was replaced successfully on (B)(6) 2016. The patient was stable before, during and after the procedure and will continue to be monitored with routine follow-up.